Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the up, down, and ok buttons were intermittently responding to button presses for four to five months. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several presses to elicit a response. The keypad buttons do not have normal spring back or click. There was evidence of keypad contamination found under the keypad buttons. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.